Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that the infusion device delivers insulin inaccurately and does not properly display error messages. The patient experienced elevated blood glucose of 200-400 mg/dl. The patient's normal blood glucose level is 120 mg/dl. No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.